Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that consistent noise on the atrial lead was observed. The noise was causing some ams episodes and thus the device would mode switch to a faster rate. The lead was explanted and replaced. The patient was in good condition before and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The initial report: should be (b)(64) 2020.